Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with mild microstriae; mildly visually significant in the left eye (os) post treatment. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. The patient had a lift and stretch performed in the os on (B)(6) 2019. On the follow up visit on (B)(6) 2019 it showed that the striae had resolved. Bcva from (B)(6) 2019: right eye pre-op 20/20 -4.75 x -1.75 x 93; left eye pre-op 20/20 -3.75 x -2.75 x 83. Post-op bcva of (B)(6) 2019: right eye post-op 20/20; left eye post-op 20/25.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.